Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was experiencing pain at the extension site. Under fluoroscopy, the extension ends were overlapping which may have caused patient discomfort. The patient underwent a revision wherein the extensions were buried deeper. The patient was doing well after the procedure.